Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of compromise force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. The customer states they had also received unexpected restart alarm. Troubleshoot was conducted and the drive support cap was protruded. The customer was advised to follow up with their healthcare provider about pump setting.